Event description:
It was reported that the programmer showed lead impedance of greater than 2000 ohms, and ineffective stimulation even at 7.5 v at 1.5 ms. The pocket was opened, and no lead fractures were found. The pulse generator was replaced, after which normal pacing was observed.

Manufacturer narrative:
Na